Event description:
It was reported that the insulin pump had a discolored and cracked display. The caller stated that the lower left and lower right of the display had a crack. The caller did not provide the blood glucose reading. No further details were given. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and stained end cap sticker noted.